Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error must be considered, as patient primed the pump while still attached.. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump had been emitting repeated loss of prime alarms, and she is calling because she thought the pump was broken. She is able to disconnect and re-prime and the pump then does not give her any more loss of prime warnings. During troubleshooting, she reported that this morning she primed while she was still attached, as the alarm was early morning and she was not quite awake; she went on with her day and was at a conference when she realized her mistake. She immediately sought out help and had someone drive her to the hospital: she was not able to recall the name of the hospital; by the time she arrived at the e.r., she was unconscious. She was unconscious for about 13 minutes; she reports her blood glucose (bg) was 24mg/dl; she reports she had primed 38 units of insulin while connected; she reports she was treated for 4 hours and released to home. Bg is now 173 mg/dl customer technical support (cts) explained loss of prime warnings to patient. The patient had the auto-off alarm set for 12 hours; instructed her on auto-off alarm. Reinforced importance of disconnecting from skin site; patient has reportedly also talked with her diabetes educator as well who has reinforced the importance of not priming while attached. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hypoglycemia resulting from the user error of priming the pump while still attached.